Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A simulated therapy was performed and no errors occurred. Flow accuracy testing was performed and the device delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump stopped infusion in the middle of patient therapy (the pump was running but medication was not). There was no report of patient injury or medical intervention associated with this event. No additional information is available.